Event description:
It was reported that the customer is having issues with changing her infusion set during the change out process. The customer states that her blood glucose went up to the 500 mg/dl the previous day. Troubleshooting was declined for the high blood glucose. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.